Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy on the device, but the device was giving a flowrate of 0.0lpm. Per troubleshooting, the nurse took off the fluid delivery line (fdl), ran diagnostics, and reconnected the fdl but the flow remained at 0.0lpm. Therefore, the device was swapped with a cooling blanket and therapy resumed on the cooling blanket.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse was trying to initiate therapy on the device, but the device was giving a flowrate of 0.0lpm. Per troubleshooting, the nurse took off the fluid delivery line (fdl), ran diagnostics, and reconnected the fdl but the flow remained at 0.0lpm. Therefore, the device was swapped with a cooling blanket and therapy resumed on the cooling blanket.